Event description:
According to the reporter, intra-operatively, the cuff of the device was ruptured while the patient was asleep after intubation. The tube cuff was deflated and had to be replaced to continue the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.